Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead experienced two events of high/undefined pacing impedance, and in both cases the values returned to previously stable measurements. The lead remains in use. No patient complications have been reported as a result of this event.